Manufacturer narrative:
The device was received for evaluation. During functional testing, "key stuck on top row," was confirmed . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be second softkey from the left and the "on/off" key were hard to operate. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of stuck key on top row. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.